Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported pain at the closed loop stimulator (cls) implant site. The patient reported improvements of their originally indicated pain; therefore, a system explant was requested. The evoke scs system was explanted.

Manufacturer narrative:
The device was not returned to saluda. The root cause of the pocket pain could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result."